Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The subject device (endoeye flex deflectable videoscope) is an olympus product return asset that was returned for label peeling. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a b30 (scope communication) error due to imaging unit being damaged. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of label peeling was not confirmed. In addition, due to damage on charge coupled device unit, b30 (scope communication error) occurred. Due to corrosion on video connector, b30 (scope communication error) occurred. The curved rubber adhesive part was missing. Scratches were found on the video connector. Scratches were found on the grip. Scratches were found on switch button 1. Scratches were found on the light guide connector. Scratches were on the light guide cover glass surface. Scratches were found on the video connector case. The video connector case was cracked. Adhesive on bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.